Manufacturer narrative:
(B)(4). Batch #t5cx9t. Investigation summary upon visual inspection of two photos, the following was observed: the photos show a blue reload from top view and the pan can be seen dislodged from right side. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. The analysis results showed that one gst60b cartridge reload was returned unfired with seven double drivers missing and one single driver missing, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from right proximal side. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during laparoscopic radical gastrectomy surgery, opened the packaging (did not install into the gun) and noted the pan was deformed as the photos show. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.